Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure on (B) (6) 2008. According to the complainant, the procedure was successfully completed. The patient presented with pain at discharge. The pain was described as 50/100 on a visual analog scale. At the three month follow up, it was noted that the patient experienced difficulty voiding on (B) (6) 2009.

Manufacturer narrative:
(B) (6)(B) (4)